Event description:
The physician attempted to deploy a 4.0mm diameter x 12mm length resolute integrity rx drug eluting stent. The target lesion was in the distal left main coronary artery and reported to be moderately calcified. There were no difficulties noted when removing the device from the hoop or during preparation of the device. The device was inspected prior to use with no abnormalities reported. Resistance was encountered and force was required to advance the device to the target lesion due to calcification present. It was reported that the stent struts became deformed. There was no patient injury or clinical sequelae reported.

Manufacturer narrative:
Evaluation: results: deformation problem.

Event description:
Device evaluation: the stent was positioned correctly on the returned device. There were numerous kinks visible along the hypotube. A number of struts on the 3rd proximal stent segment were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device or procedural images received for review). Failure to follow instructions (force was used during the attempt to cross the lesion). Inherent risk of procedure (failure to deliver the stent and stent deformation). Lesion morphology (patient lesion morphology-calcified lesion). No results available since no evaluation performed evaluation conclusions: failure to follow instructions (force was used during the attempt to cross the lesion). Inherent risk of procedure (failure to deliver the stent and stent deformation). Lesion morphology (patient lesion morphology-calcified lesion). Unable to confirm complaint (no device or procedural images received for review). (B)(4).